Event description:
It was reported that the haptic of the preloaded intraocular lens (iol) came off as the lens was being implanted into patient's operative eye. The lens was partially inserted into the eye, however, was removed. No other information was provided.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ asked but not available. Implant date: if implanted, give date: not applicable, as there is no indication that the lens was implanted explant date: if explanted, give date: not applicable, as there is no indication that the lens was implanted initial reporter: telephone number: (B)(6). Device evaluated by MFR: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.